Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and following was observed: presence of tortuosity at the access vessels. The distal tip was opened but torn. The hdpe material had stretching at the score lines location. This event falls within the scope of a CAPA that was opened to address esheath inner diameter hdpe damage contributing to the tip tear events. The reported event for distal tip torn was confirmed, based on the evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in the CAPA. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral valve-in-valve tavr procedure with a 26 mm sapien 3 ultra resilia transcatheter heart valve in a pre-existing perimount valve, the balloon of the 26mm commander delivery system ruptured at full inflation. The balloon had burst into two halves. The proximal portion of the balloon was retrieved, but the distal portion became lodged inside the vessel. The distal part was successfully recovered using a snare, however, bleeding from the vessel occurred, possibly due to manipulation. The patient required placement of a stent in the right iliac artery. The patient was stable and in good condition post-procedure. As per imagery evaluation, some of the balloon material appeared to be missing, and the distal part of the commander balloon appeared to be catching on the distal tip of the sheath. The distal tip was observed to be torn.